Manufacturer narrative:
At the reprocessing in-service, the customer stated that the facility did not flush the scope channel, after brushing, with detergent, water or air. The olympus endoscopy support specialist (ess) educated the customer on the proper way to reprocess the scope per the olympus instructions for use/manual. The ess recommended the customer flush the channels after brushing using a 30cc syringe, with detergent, then wipe/soak the scope per detergent manufacturers guidelines, rinse off scope and flush with rinse water and flush with air. An olympus ontrack form was provided to customer with step-by-step instructions via email. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the cysto-nephro videoscope was being reprocessed incorrectly. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the customer states that they do not flush the scope channel, after brushing, with detergent, water or air. The event can be detected/prevented by following the instructions for use which state: "brush the channel. Flush the instrument channel with detergent solution. Immerse the endoscope in detergent solution. Remove detergent solution from the channel. Dry external surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.